Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during embolization treatment, marker band of the echelon microcatheter dislodged. It was reported that as the physician introduced the catheter into the patient and started fluoroscopy, but couldn¿t saw the distal marker. The catheter wasn´t steam shaped. Marker bend wasn´t found, not in the catheter package or not in the patient. After replaced with different model of the catheter, the treatment completed successfully without patient injury. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the catheter distal tip found separated and marker band were missing. Per customer this missing segment was not returned and the whereabouts unknown. The total length and usable length of the echelon-14 micro catheter was measured and found within specification. Upon visual inspection, no issues or irregularities were found with the echelon-14 micro catheter hub and the catheter body. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Based on the device returned evaluation and reported information, the cause for the separation could not be determined. The separated end of the echelon-14 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. All products are 100% inspected for damages and irregularities during manufacture. Per the echelon IFU (instructions for use): prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. If information is provided in the future, a supplemental report will be issued.